Event description:
It was reported that a malfunction alarm occurred, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer experienced at least three occurrences of this issue and was instructed by support to store the pump before returning it for a replacement. The pump was confirmed to be under warranty, and the customer opted to use manual insulin delivery as a backup. The call center verified the shipping details, and the customer agreed to return the problematic pump using a pre-paid label.